Event description:
It was reported that a (B)(6) year old female pt was implanted with interspinous fixation devices at level "l3-4 + l4-5 on (B)(6), 2010." The pt was originally diagnosed with back pain, degenerative disc disease and stenosis. The "pt did well for a couple months and then contracted right leg pain." It was reported that the pt did not experience a trauma event. According to the reporter, a CT scan "revealed pt needed more of a decompression." On (B)(6) 2011, the physician removed the interspinous fixation device from "l3-l4 did a hemilaminectomy at l3, re-implanted the same aspen device with a new set screw and placed unilateral pedicle screws at l3-l4." There was no device failure associated with this event.

Manufacturer narrative:
No device malfunction. Device not returned for eval.